Manufacturer narrative:
Two (2) used devices were received for evaluation. Visual inspection showed no damage or anomalies. The reported issue was duplicated in one of the samples as its cuff initially inflated on only one side. After gently massaging the cuff per the IFU, it fully inflated. The other sample functioned normally. A device history record (DHR) review found all inspections complete with no issues during manufacturing.

Event description:
It was reported that the cuff was not filled with water and there was a one-side filling of the cuff. Manipulation (running instructions for use (IFU)) on the filled opposite side showed no improvement in the situation. The cuff remained unfilled on one side. The event occurred during pretest. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.